Manufacturer narrative:
The device was returned for further investigation. A device history record review returned no nonconformities present within the lot that are related to the nature of the event. At the time of release the device met release criteria. Device evaluation confirmed that the affected plate slot was within specification. The noted surgical delay resulted from removing the affected device. At the time of this report, the root cause cannot be established with the provided information.

Event description:
Surgeon tried putting in screw into oblong hole towards top of the anterolateral distal tibia plate and screw head broke off fairly easily. He then put a screw in just proximal to the first and screw head passed through the plate and was stuck under plate. 2-hour surgical delay noted after surgeon tried to remove broken screw and the screw under the plate. Screw was discarded and plate was retained.